Event description:
It was reported that while testing the generator, a burning smell coming from the generator. The unit was powered off and then back on, but when it powered on there was no display. No reported patient consequence.

Manufacturer narrative:
Date sent 7/6/2007. The analysis site confirmed the customer's complaint and per the service manual, performed calibration and tests and found the main pcb was causing the unit to boot up with a blank display. The site replaced the main pcb to correct the customer complaint. The unit has not been returned for service prior to this event, therefore, no service history review can be done.